Manufacturer narrative:
According to the facility, "according to anesthesia these absorbers are not removing the co2 from the anesthesia circuits efficiently and the patient co2 levels are staying high.". The facility stated there was no specific event reported but an overall issue with the product. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "according to anesthesia these absorbers are not removing the co2 from the anesthesia circuits efficiently and the patient co2 levels are staying high."